Event description:
The customer contact reported concurrent flow. The primary tubing set was being used to deliver an unspecified solution. The secondary tubing set was being used for piggyback delivery of 100ml of an unspecified antibiotic and was connected to the clearlink on the primary tubing set. The antibiotic was to be delivered for a duration of one hour via an infusion pump. After an unspecified length of time in use, it was noted that the secondary solution was flowing at a rate of approximately one drop per minute while te primary solution was also flowing at approximately two drops per minute. The two solutions were delivered concurrently until the antibiotic was completed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.